Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The mixing pump was found to be defective. Replaced mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the mixing pump problem that requires the pump replacement in an arctic sun device. Device sensing issue due to a defective temperature cable. Due to mounting problem, shell must be replaced. Per follow up information received via email on (B)(6), 2023, device was sent to ondée multiservices for repair. The issue was resolved by replacing mixing pump. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mixing pump problem that requires the pump replacement in an arctic sun device. Device sensing issue due to a defective temperature cable. Due to mounting problem, shell must be replaced. Per follow up information received via email on 19jun2023, device was sent to ondée multiservices for repair. The issue was resolved by replacing mixing pump. No patient involved.